Event description:
It was reported that the ventricular assist device (vad) patient's caregiver called the vad coordinator to notify that the left vad alarm had sounded and that the patient's complexion was not looking good. The vad coordinator instructed the guardian to check the patient's breathing and pulse and perform cardiopulmonary resuscitation (CPR) until the emergency responders arrived. When the emergency responders arrived, the vad alarm was ringing and all the electronic devices on the patient's body were removed for defibrillator. It was believed that the patient disconnected the batteries and the driveline. At the time of 911 arrival, stiffness had occurred around the jaw, and it was judged to be death and the authorities were dispatched. The patient's family decided to move to the funeral home and cremate. As a result of post -death log file analysis the vad exhibited multiple low flow alarms. The controller exhibited vad disconnect alarm, multiple vad stopped alarms, controller faults alarms and controller loss of power. The patient has subsequently expired.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller, model #: 1420 / catalog #: 1420 / expiration date: 30-april-2020 / serial#: (B)(4) / UDI #:(B)(4) / device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-april-2019. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog#: 1650 / expiration date: 31-aug-2020 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 16-aug-2019. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model#: 1650 / catalog#: 1650 / expiration date: 31-aug-2020 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 18-aug-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and two (2) batteries were returned for evaluation. One (1) pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional finding not related to the reported event, likely due to handling of the device. Log file analysis revealed that (B)(6) was the patient's primary controller, in use during the reported event. Review of the controller log files associated with (B)(6) revealed a sudden decrease in power consumption and estimated flow to parameters below normal operating range on 13-may-2022. Fifty-five (55) low flow alarms were logged since 17-apr-2022. Additionally, one (1) high watt alarm was logged on 26-apr-2022, accompanied by a manual increase in a pump rotational speed. Review of the event log file revealed twelve (12) controller power-up events logged on 13-may-2022 between 05:35:13 and 10:56:28. The data point recorded prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 19% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. No anomalies were recorded leading up to the initial loss of power. Review of the alarm log file revealed thirteen (13) controller fault alarms logged on 13-may-2022 between 05:35:26 and 05:38:42 due to a power out of range condition during an attempted motor start following the initial controller power-up event. During this period, safety alert word (saw) values were recorded on (B)(6), indicating an overcurrent alert. The log files recorded a high power consumption during the controller fault alarms, indicating that the pump was drawing more current from the batteries. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in the additional losses of power to the controller. Six (6) vad stopped alarms were logged on 13-may-2022 between 05:36:23 and 05:42:21 due to failures of the pump to restart after multiple attempts. A vad disconnect alarm was logged on 13-may-2022 at 10:55:22 indicating a physical disconnection of the driveline from the controller, likely during troubleshooting. As a result, the reported low flow alarms, losses of power to the controller, controller fault alarms, vad stopped, and vad disconnect alarms events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the observed high watt alarm can be attributed to inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. The most likely root cause of the initial loss of power can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. The additional losses of power likely occurred during the troubleshooting process and/or due to the battery discharge overcurrent condition. CAPA pr00544941 is investigating controller losses of power during pump start due to battery discharge overcurrent condition. Based on the available information, the most likely root cause of the reported controller fault alarms can be attributed to a battery connected to the controller with a low rsoc value during a motor start event with high power consumption, drawing more current from the battery and resulting in a power out of range condition. The most likely root cause of the vad disconnect alarm can be attributed to the physical disconnection of the driveline from the controller. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00502194 is investigating pump failures to restart. Additional products: d4: serial or lot#: (B)(6), d9: yes, return date: 06-jun-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19, c15, c21, c23 h6: FDA conclusion code(s): d10, d11, d16 d4: serial or lot#: (B)(6), d9: yes, return date: 06-jun-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6), d9: yes, return date: 06-jun-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.